Event description:
It was reported that the lesion was located in the mid left superficial femoral artery that had heavy calcification, no tortuosity, and was accessed retrogradely through a long introducer sheath. The 5x40 35 armada dilatation balloon crossed without any resistance noted, with the intent to pre-dilate the short focal lesion. The dilatation balloon was smoothly inflated up to 6 atmospheres (atm), one time, and kept in place for 3 minutes. During deflation, it was observed that deflation was very slow and at 4 atm, the balloon remained inflated. The dilatation balloon was then retracted to the distal end of the introducer sheath and very slowly deflated, but not completely, to a point where the balloon could be retrieved in the 7f introducer. This took about 5 - 10 minutes. The outcome was very good, the lesion was opened with no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty in deflating the balloon was confirmed. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.